Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. Troubleshooting was performed for damage and noticed the o-ring and pieces of plastic had been coming off the device. The customer reported a piece popped off as he was twisting it. He glued the last piece on with hot glue. Advised to discontinue use of the insulin pump and revert to a back-up plan. Advised the device will need to be replaced. The insulin pump will be returned for analysis.